Event description:
Initial aaa repair in 2004. One main body graft and two iliac leg grafts were placed. Then in 2007, patient underwent additional procedure due to a distal type I endoleak that developed from bilateral iliac enlargement. Two iliac leg grafts and one main body extension were used to repair. Please refer to 1820334-2007-00444.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. An internal clinical review indicated the event was due to anatomical changes in the patient over time. We will continue to monitor for similar situations.